Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, rv noise, and oversensing. The noise appeared to be due to minute ventilation/respiratory sensor oversensing. Patient isometrics and pocket manipulation were performed and no noise could be recreated. There was no pacing inhibition; the patient was not rv pacemaker dependent. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition, and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, rv noise, and oversensing. The noise appeared to be due to minute ventilation/respiratory sensor oversensing. Patient isometrics and pocket manipulation were performed and no noise could be recreated. There was no pacing inhibition; the patient was not rv pacemaker dependent. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.